Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that high pacing lead impedance was observed on the right ventricular lead. Upon review in the clinic, high capture threshold was also noted. Patient was asymptomatic. Programming changes were recommended. Patient will continue to be monitored.